Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by staff at the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Screwdriver tip broke during surgery.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was not confirmed. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The exact root cause could not be determined as the complaint device was not returned for evaluation.

Event description:
Screwdriver tip broke during surgery.